Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer's battery was not making a connection with the insulin pump once inserted. The customer stated that the battery was lasting only one day. The customer's blood glucose was 160 mg/dl. The customer also stated that the battery cap was not making a connection with the insulin pump. The customer was advised that a replacement battery cap would be sent. The customer was advised to revert to a back-up plan per healthcare provider's instructions if needed. The customer did not return the product for analysis.